Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead on (B)(6) 2025, as a result the physician decided not to place the second lead. Postoperatively, the patient indicated having a headache and was instructed to lay flat to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.